Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/check te messages) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" had an open blue (+5v) wire. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving adjust belt messages and check therapy pad messages.